Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown. Customer pump was exposed to pool water. The customer stated he jumped into the pool. Customer stated that the pump is vibrating without the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test due to blank display. No vibration anomaly noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.